Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed because the alleged problem could not be reproduced. The products returned for evaluation were two powerpicc solo catheters. One of the catheters was a 4fr single lumen and the other catheter was a 5fr dual lumen. Usage residues were observed on both samples. An attempt to flush the samples with water using a 12ml syringe revealed both catheters were patent to infusion and aspiration with no observed leaks. Microscopic inspection of both catheters did not reveal any damage or deficiencies. The complaint of a leak could not be reproduced. Therefore, this complaint is unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking PICC. On (B)(6) 2024, PICC was placed. On (B)(6) 2024, the PICC started to leak. Kink at 13cm but no leak at hub. On (B)(6) 2024, replacement of PICC. Extravasation. Device was used for chemotherapy. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 40cm. Inserted into the basilic vein, exit site marking 0cm, secured with statlock. PICC used for oncology treatment (folinic acid, 5fu, oxaliplatin). No occlusions with this PICC. Break found at 13cm, PICC used for 2 weeks. No xray imaging available for this event. Catheter site cleaned with chloraprep (3ml).

Event description:
It was reported leaking PICC. (B)(6) 2024 PICC was placed. (B)(6) 2024 the PICC started to leak. Kink at 13cm but no leak at hub. (B)(6) 2024 replacement of PICC. Extravasation. Device was used for chemotherapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported leaking PICC. (B)(6) 2024 PICC was placed. (B)(6) 2024 the PICC started to leak. Kink at 13cm but no leak at hub. (B)(6) 2024 replacement of PICC. Extravasation. Device was used for chemotherapy. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 40cm. Inserted into the basilic vein, exit site marking 0cm, secured with statlock. PICC used for oncology treatment (folinic acid, 5fu, oxaliplatin). No occlusions with this PICC. Break found at 13cm, PICC used for 2 weeks. No xray imaging available for this event. Catheter site cleaned with chloraprep (3ml).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.